Event description:
The customer reported that the spectrum pump displayed system error 105 alarms. No pt injury was reported. No further info was provided.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The eval confirmed the reported symptom of "system error 105" caused by a failed error flex. The motor assembly has been replaced.